Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and observed an opening on posterior assessed as surgical damage. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ brown particles observed inside the device. No further actions are required as the device was implanted.